Event description:
Procedure: gastric bypass. Reportedly, the endo gia staple load only fired one row of staples and divided; leaving one side completely unstapled. The patient had to be opened to complete the procedure.